Manufacturer narrative:
(B)(4). Method: the two complaint breathing circuits were not available to fisher and paykel healthcare for evaluation, as they have been discarded by the hospital. Attempts to obtain further information with regard to the location of the leak was unsuccessful. An investigation was carried out based on the information provided by the complainant. Results: the hospital reported that the breathing circuits failed the ventilator test during set up. The breathing circuits produced a leak of 100 to 300mls per minute. Neither of the complaint circuits were returned for evaluation, so we are unable to confirm this reported fault. We have had one other leak complaint for breathing circuits with this lot number. Conclusion: breathing circuits are composed of many parts, therefore leaks can occur at any of the connections. It is possible that if not properly locked into place, leaks between the joints can be enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. We are unable to determine the cause of the leak without the return of the complaint device, however it is possible that the leak developed post production during transport or storage. (B)(4).

Event description:
A hospital in (B)(6) reported to (B)(4) that two rt235 infant dual-heated evaqua breathing circuits failed a pre-use leak test on a ventilator with leaks of 100 - 300mls per minute. This was found prior to patient use.